Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up and the right atrial lead exhibited intermittent loss of capture and several episodes of inappropriate mode switches due to ventricular far field. The physician decided to perform an x-ray which revealed that the lead had dislodged. The physician elected to reprogram the device to vvir mode and schedule a revision. The patient was in good condition.